Event description:
It was reported that device diagnostics resulted in high impedance (8880 ohms). It was reported that the patient had recently undergone generator replacement on (B)(6) 2014 and that device diagnostics at the surgery were within normal limits. X-rays were performed and sent to manufacturer for review. No obvious discontinuities within the vns system were observed. The lead pin appeared to be fully inserted into the generator header. No known surgical interventions have been performed to date.

Event description:
Additional information was received via implant card that the patient underwent a generator replacement surgery on (B)(6) 2015 due to lead discontinuity which reportedly resolved the high impedance. The explanted generator has been received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis of the explanted generator was completed. Analysis revealed no anomalies. The generator performed according to functional specifications. The received internal data downloaded form the generator confirmed that the high impedance was seen prior to the date of explant.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.